Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the cannula did not deploy when the pod was activated; this indicates a needle mechanism failure occurred. The pod was worn for less than one hour and patient reported a blood glucose level between 235 mg/dl and 250 mg/dl.

Manufacturer narrative:
The device was received not deployed. The data showed that the first priming sequence ended at pulse 32 and deactivation occurred at pulse 43. The device did not run enough pulses during the priming sequence to deploy the needle mechanism. A rotational sensor error was observed in the download data but no alarms. The device was reset and delivered a 5-unit bolus with no issue. A rotational sensor error was not observed in the reset data. Under magnification, contamination was found on the commutator cap. While contamination was found on the commutator cap, it cannot be determined if it contributed to the rotational sensor malfunction which caused the device not to deploy.